Event description:
It was reported to resmed that a patient expired while using an astral device allegedly due to device function. No further information has been made available to resmed.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient expired while using an astral device allegedly due to device function. No further information has been made available to resmed.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The device passed all performance tests and the device was performing to specifications on the date of the reported event. Review of device data logs revealed, on the day prior to the reported event, the device was manually stopped, placed in standby mode and displayed an error message (sf74) related to the software while the device was not in use on a patient. Sf74 is due to an intermittent connection with the expiratory flow sensor and is not related to the reported event. Ventilation was restarted on the day prior to the event and continued until ventilation was manually stopped on the date of the reported event. There is no evidence that the device malfunctioned on the date of the reported event. The investigation concluded that there is no relevance between the reported event and the device. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).